Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for interstim - other. The hcp reported the patient had just had surgery to adjust where it was because it was causing pain where it was.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for interstim ¿ other. It was reported when the patient was initially implanted the implanting healthcare provider (hcp) did not position the implantable neurostimulator (ins) correctly. The patient stated they had experienced a fall and the ins had turned on its side. The patient had a revision surgery on (B)(6) 2016 to reposition the ins and the manufacturer representative (rep) was present and knew of the issue. The patient stated they were given their old patient programmer (pp) and the new pp and both of them were not able to connect to the implant and had poor communication. The patient reported bandages and swelling were present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.